Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. In addition, insulated-gate bipolar transistors (igbts) q6, q7, and q8 were shorted on the defibrillator pca. Lastly, contamination was found on the j1002bb, j1002aa, and j1003aa connectors on the pcas. The cause for the monitor's inability to power on was the damaged circuitry, shorted igbts, and the contaminated connectors. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. The root cause for the shorted igtbs could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to power on.